Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lv x, wu z, li y, et al. Endovascular treatment of cerebral aneurysms associated with arteriovenous malformations. European journal of radiology. 2012;81(6):1296-1298. Doi:10.1016/j.ejrad.2011.03.061 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to report clinical experience with arteriovenous malformation (avms) associated with arterial aneurysms that were managed by endovascular treatment. Ninety-five aneurysms in 86 patients with avms were enrolled in this study. Four patients were treated for associated aneurysm with coils followed by avm embolization and 82 patients were treated with nbca or onyx embolization. It is unknown how many patients were treated with onyx. There were 31 women (36%) and 55 men (64%), ranging from 5 to 65 years with a mean age of 31.8 years. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted:  - there were a total of 3 complications (3.5%) clinically significant complications in this series. One was hemorrhage, 1 hemiparesis and 1 abulia caused by arterial embolization. Of the patients with complications, 2 had favorable outcomes at discharge (glasgow outcome scale 4¿5), and 1 with abulia (glasgow outcome scale 3).  - neurological deficits (glasgow outcome scale 1¿4) were 16.6% at discharge.